Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator 1 (usm) due to the 319 error at the system startup. The system was tested and verified as ready for use. Isi received the part involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed and reproduced the reported failure (error 319). The unit was tested on an in-house system and it failed the normal mode as it triggered the 319 errors. The clockspring was swapped with a new one and the error no longer occurred. The original clockspring fiber cable was reinstalled and the errors returned. The unit was also tested on a psc (patient side cart) fixture test platform (pftp) with a new clockspring fiber cable and passed the direction test, lissajous, chip encoder virtual absolute (cva) characterization, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test, and carriage strength test. The clockspring fiber cable assembly will be replaced & the unit upgraded to a -26.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the site called in to report errors on arm 1. The technical support engineer (tse) reviewed the system logs and noted an error 319 on arm 1. The site had shut down and restarted the system several times with no change. The site stated that they are going to continue with the da vinci robot and will call back in if they decided to convert. The operating room (or) staff called back in for additional troubleshooting. The tse spoke with the surgeon and walked her though performing an emergency power off (epo) of the patient side cart (psc) but no change. The tse then walked her through the process of disabling arm 1; the system was then able to achieve successful system homing as a 3 arm setup. The surgeon informed the tse that she will not be able to complete the case with only 3 of the 4 arms and will be converting to open surgery. The or staff requested for field service engineer to follow up and resolve the issue. The procedure was converted to open surgery. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the site ended up using the system as a 3 arm setup. The procedure took longer than expected (delayed for more than 2 hours). The procedure was completed robotically with no harm to the patient.